Event description:
It was reported that following an implant procedure, the patient experienced intense pain at the base of the skull and radiated everywhere which caused severe headaches. It was noted that the patient also experienced ringing in the ears, blurry vision and a scraping sound at the lead site. X-ray was taken and showed lead migration. The physician believed that the spinal cord stimulator (scs) device was not the cause and prescribed toradol for the headaches. Additional information was received that the patient still experienced severe headaches whether the scs was turned on or off. The physician believed that the headache was not device related. The patient was doing well with scs.

Event description:
It was reported that following an implant procedure, the patient experienced intense pain at the base of the skull and radiated everywhere which caused severe headaches. It was noted that the patient also experienced ringing in the ears, blurry vision and a scraping sound at the lead site. X-ray was taken and showed lead migration. The physician believed that the spinal cord stimulator (scs) device was not the cause and prescribed toradol for the headaches.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months after the date of implant.

Event description:
It was reported that following an implant procedure, the patient experienced intense pain at the base of the skull and radiated everywhere which caused severe headaches. It was noted that the patient also experienced ringing in the ears, blurry vision and a scraping sound at the lead site. X-ray was taken and showed lead migration. The physician believed that the spinal cord stimulator (scs) device was not the cause and prescribed toradol for the headaches. Additional information was received that the patient still experienced severe headaches whether the scs was turned on or off. The physician believed that the headache was not device related. The patient was doing well with scs. Additional information was received that the lead anchor was palpable at the incision site. The patient underwent a revision procedure wherein the leads were adjusted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; batch/ serial: (B)(6). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 27614259.